Event description:
It was reported that the customer received a battery out limit alarm. The customer inserted a new battery, but the issue still persisted. The customer stated that the insulin pump was showing time date. The customer's blood glucose was 553 mg/dl. The customer treated himself. Troubleshooting for the alarm was done. Explained that a battery out alarm during normal use may have indicated a loose battery cap. Advised customer to clear the alarm with esc and act buttons. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.